Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported there was a broken pump; motor stall occurred. The patient went to the hospital with symptoms. The pump was explanted and replaced. There were 3 months left until elective replacement indicator (eri). No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. Pump logs were not available. The patient was receiving baclofen 2 mg/ml. The motor stall occurred on 2017 (B)(4). The pump was explanted on 2017 (B)(4). The patient was doing fine after the pump explant; they were still a bit spastic in their arms, but better than before the operation. There were no known contributing factors. The pump would be returned.

Manufacturer narrative:
Analysis identified high resistance of the battery. A review of the initial interrogation revealed the pump was infusing baclofen 2,000.0 mcg/ml at 12.0 mcg/day as of 2017-dec-29. If information is provided in the future, a supplemental report will be issued.